Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Blood glucose was 59 mg/dl. Tandem technical support attempted multiple follow up, the exact alternate therapy was not provided; however, it was reported that the customer was able to treat bg's and experienced no impact to bg levels as a result of pump issue.